Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 177 mg/dl. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.